Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7076761.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to leads migration that led to inadequate stimulation. Coveredge paddle and a wavewrite alpha 32 were added. Explanted devices will not return due to facility policy and electrocautery was used.